Event description:
It was reported that during cleaning and sterilization, the customer noted that the cautery post had come off on the maryland bipolar forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that bipolar pin was found to be dislodged. The top bipolar pin was pushed into the back end. The chassis feature that acts as a hardstop for the pins was broken. Engineering concluded that damage was likely due to mishandling which resulted on breaking the chassis feature. Additional observation not reported by site was char marks. Both yaw pulleys exhibited charring and localized melting at the grip base, between the grips. The charring was a sign of an arcing event. Evidence not conclusive, but charring may be due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. Internal laboratory testing has determined that the arc track failure mode is most likely to occur when a bipolar instrument is energized with no tissue between the grips. Internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. Intuitive has concluded that the likelihood of injury due to this failure is remote. User are instructed to retain back-up instruments in case that an instrument fails to perform, and are also instructed in proper technique to minimize the likelihood of internal arcing. Additional observation not reported by site was main tube damage. The distal end of main tube exhibited various scratch marks with light material removal. Scratches were .085 - .145 in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.